Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use and transfers test strips from one vial to another vial which may contribute to a loss of integrity of test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of the investigation, a follow-up report will be filed.